Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during insertion the md found that the tip of dilator was torn. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Event description:
The customer reports that during insertion the md found that the tip of dilator was torn. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator contained an overall slight bend in the body. Visual examination revealed the dilator tip was split and frayed. Both of these damages are consistent with undue force being applied to the dilator tip. The total length of the dilator body measured to be 12.76" which is within specifications of 12.5-13" per product drawing. The outer diameter of the dilator measured to be 0.084" which is within specifications of 0.082-0.085" per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The tip was split and frayed, which is damage consistent with undue force being applied to the tip. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.